Manufacturer narrative:
The reported event of noise was confirmed. The lead was received in one piece with the helix bent and stretched and clogged with blood/tissue. Visual examination of the lead found external abrasion exposing the outer coil. The cause of the reported event was due to external abrasion consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-36495. Related manufacturer reference number: 2017865-2021-36750. It was reported that the patient presented to the emergency room due to inappropriate shock delivered by the right ventricular lead. The patient also experienced a syncopal episode whilst in hospital. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that it was in backup operation. Also noted was right atrial lead noise. The device and both the atrial and ventricular leads were explanted. The patient was stable.